Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched. The fse found that the sorter head needed alignment with the std lane. The fse also replaced the cup suction pad and vacuum filters as a preventive measure; the suction pad was worn out and the filters were dirty. The customer ran controls and verified proper operation. The fse followed up the next day and verified that the instrument was operating properly. The customer ran over 300 patient samples with no errors. The aia-2000 analyzer was functioning as intended and errors cleared. No further action required by field service. The probable cause of the event was misalignment of the sorter. The complaint history review for (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints there was one (1) similar complaint identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported failure to detect the cup from the sorter with the aia-2000 analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of any patient intervention of any patient, intervention or adverse health consequences due to the delay in reporting.